Event description:
The user facility reported that a water hose from a system 1e processor had separated, resulting in flooding in the room where it was located. User facility personnel shut off the water supply and no injuries, property damage procedural delays or cancellations were reported.

Manufacturer narrative:
Steris identified through a production/post production risk management review that property damage can occur if a system 1e hose disconnects, resulting in water leakage when the unit is left on and unattended at night and/or weekends. Steris has received no reports of injuries associated with the disconnection of a system 1e water hose. Steris corporation will install new hoses and connections on system 1e liquid chemical sterilant processing systems (#(B)(4)).

Manufacturer narrative:
A steris service technician inspected the unit and found the barbed coupling used to connect two nylon braided hoses to the water softener had separated. The two hoses were necessary as the water softener was more than 6 feet away from the pre-a&b filter inlet connection. The technician replaced the hoses with two new steris hoses with factory crimp fittings on the ends. The hoses were connected by using a barbed coupling and secured with worm clamps. The technician ran test cycles and confirmed the unit was operational. Investigation of this event is in process; a follow-up report will be filed when additional information becomes available.